Manufacturer narrative:
Method: the results of the investigation are inconclusive since the device was not returned for analysis. Our analysis was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info rec'd, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known inherent risk during the use of this device in the heart.

Event description:
Related manufacturer reference 3005188751-2014-00007, 3005188751-2014-00008, 3005188751-2014-00010. After the completion of a cardiac ablation procedure, a pericardial effusion occurred. Once all devices had been removed, the patient complained of discomfort and became hypotensive. A transthoracic echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device.